Event description:
The manufacturer received information alleging a ventilator was alarming for ac power disconnected. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power supply was replaced to address the issue. In addition of the above evaluation, damage to the screw receiving part of rear enclosure was confirmed, rear enclosure was replaced. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and confirmed the software version, which was not related to the malfunction/issue.